Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection found the heater tray damaged. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found behind the front panel during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unspecified location on the cycler after ending their pd treatment. The patient confirmed fluid was first discovered on the floor below the cycler during an unknown phase of treatment. The patient stated that fluid was leaking from the cycler, however, the specific location of the leak was unknown. The patient stated that inside the cycler door was dry when the cassette was removed, and the cassette itself was dry. The patient stated they have poor eyesight, however confirmed that the leak was coming from the machine. The cause of the leak was unknown. The patient stated that there were no issues with the solution bag used for treatment. The solution bag was reported dry with no leaks or damage observed. The patient stated the connections were dry and there were no breaks or damage seen on the cycler set tubing. Additionally, the patient confirmed that the cycler alarmed with a slow draining message after the fluid on the floor was discovered and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unspecified location on the cycler after ending their pd treatment. The patient confirmed fluid was first discovered on the floor below the cycler during an unknown phase of treatment. The patient stated that fluid was leaking from the cycler, however, the specific location of the leak was unknown. The patient stated that inside the cycler door was dry when the cassette was removed, and the cassette itself was dry. The patient stated they have poor eyesight, however confirmed that the leak was coming from the machine. The cause of the leak was unknown. The patient stated that there were no issues with the solution bag used for treatment. The solution bag was reported dry with no leaks or damage observed. The patient stated the connections were dry and there were no breaks or damage seen on the cycler set tubing. Additionally, the patient confirmed that the cycler alarmed with a slow draining message after the fluid on the floor was discovered and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.